Event description:
While a therapist was under the table verifying the source-to-skin distance, the treatment table motored down and crashed into the block tray holder. The emergency stop button was pushed and the table stopped. The pt and therapist were not injured. The hosp has had the accelerator for five years.